Event description:
It was reported that the pump never worked since implant. The patient never had therapeutic effect, it did not help the patient, and was not giving relief like it should have. The patient had ¿trouble with bowel¿ as they tried to increase the medicine, and they could not increase anymore because of that issue with the bowel. The healthcare provider (hcp) reportedly said to turn it off ¿awhile back¿; however, the reporter was unsure when this was off, then stated that it was 5 years ago that the pump was turned off. The pump reportedly still beeped when it was out of medication, but they were not sure when it started beeping. Then it was reported that the pump started beeping for 4-5 years, and that for 4-5 years, there was no medication in the pump. They weaned the patient off the medication. The pump system was being used to infuse morphine (unknown) but was reported to have been empty for 4-5 years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).